Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that the handpiece caused an error 3 during testing. The problem was discovered during functional testing at account. The handpiece was not involved in a procedure when problem was noticed. No pt consequence reported.